Event description:
Balloon pump malfunctioned while in use. Machine alarmed "possible helium loss level 2" and "possible helium loss level 3." The balloon pump had to be exchanged for another balloon pump in the middle of the night. Manufacturer response for iabp, ac3 optimus iabp na/emea (per site reporter). Device under warranty. Field representative evaluated device. Replaced pcs assembly.